Manufacturer narrative:
Investigation summary: lot#8213471 DHR was reviewed and no qn found; lot#8213471 manufacture records were reviewed, no abnormal was found. Inspected 14pcs retention parts cannula visual inspection and cannula angle testing, no needle bent was found; inspected 14pcs retention parts clog test, no needle clog was identified; pen needle product has 100% IV angularity inspection by vision inspection system, and defect part will rejected by point vision system station automatically. Pen needle product has 100% clog test in flowguru station, and defect part will rejected by flowguru station automatically. There is no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: according to dfema 149rmn-0004-03, the severity of user notice the needle bent is limited(s2), the severity of needle clog is moderate(s3), so the overall severity is s3. Both of the actual occurrence of pen needle bent and needle clog complaint rate is less than 1 cpm(o1) since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It has been reported that one bd nano¿ pen needle 32g x 4 mm 14 pack has been found experiencing inability to deliver insulin during use. The following has been provided by the initial reporter: during the injection of insulin, the needle was found to be clogged and bent, so that the injection process could not be performed normally.